Event description:
Customer reportedly tested 195mg/dl and 448mg/dl on the same device within 10 minutes. No action was taken based on device results. No adverse event reported. Level one quality control was used and reportedly fell within acceptable limits. Requested return of suspect device and replacement was sent.